Event description:
A report was received stating the tracheostomy tube was leaking at the cuff after 5 days in use. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Functional testing revealed cuff leakage during cuff pressurization. Under visual inspection, one cuff was found to have a rip in its cuff material and the other was found to have a small pin hole in its cuff material. A review of the device history records and related documentation showed no manufacturing issues or non-conformities during production. Inspection and testing of the returned device could not determine what caused the damaged tracheostomy tube cuff.